Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). (B)(4). (B)(4).

Event description:
Adverse event(s): "endophthalmitis" (endophthalmitis); "lint in wound" (foreign body, removal of). Product problem(s): "lint from custom pak" (foreign material present in device). The surgeon reported a patient with sterile endophthalmitis has a blue fiber inside the eye, from the custom pak. Additional follow-up information has been requested.